Event description:
Per provider at 10:33am on (B)(6) 2014 customer called to report an incident that allegedly involved the following product or device: reliant 450 lift on (B)(6) 2014. The resident allegedly fell out of the lift. The resident using the lift was injured, both hips were fractured. They had the resident on the lift as they were swiveling off the bed, and the resident slid out of the sling as they were lowering him onto the floor. During the process, one of the loops came off. The sling was attached properly and the customer said that there are no safety latches on this particular unit. Nurses aids were present when the incident happens and two rns and a lpn went to the scene after it happened. Resident is now seeking medical attention. Yes follow up requested. Not early life or out of box failure.